Manufacturer narrative:
Diabetic patient. Using vgo a couple of months reported that he had been hospitalized. No additional details were provided except that they removed the vgo at the hospital and switched the patient to injections. The patient reported that during the period he was in the hospital his blood sugar was high. No additional information was provided. The reason for the hospitalization is unknown. The device was not returned. Root cause cannot be determined based upon the information provided.

Event description:
Diabetic patient. Using vgo a couple of months reported that he had been hospitalized. No additional details were provided except that they removed the vgo at the hospital and switched the patient to injections. The patient reported that during the period he was in the hospital his blood sugar was high. No additional information was provided. The reason for the hospitalization is unknown. The device was not returned.